Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost tingle in all areas. An impendence check was performed and impedance was greater than 3600 on multiple electrodes. Reprogramming done using -14 +6 pw 450 rate 60 and the patient was able to get coverage in the correct areas. The issue was successfully resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.